Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having problems with their left stimulator for their top half. Patient just noticed the issue in the "evening of the day before last," when they went to charge their battery and change the settings, but they saw a message saying they were unable to change their settings (agent understood settings not available). The patient was redirected to their healthcare provider to further address the issue; agent reviewed role of representative and provided nas number for hcp. No symptoms reported. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances on electrode 6, 40,000. Settings not available was also seen. Rep moved stimulation up one electrode and pt reported stimulation was good and was able to adjust intensity. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.